Manufacturer narrative:
A review of the complaint revealed that disinfection was no performed before homeostasis; however, there was a glove change. The exact cause of the reported event cannot be determined. Infection is a known, possible risk with an incision which is disclosed in the product IFU. The instruction manual for the vascade mvp states "warning do not release the collagen patch if any part of the white marker stripe is showing (e.g. Tissue tract is too short), as this may increase the risk of infection if the collagen protrudes from the skin."

Event description:
The patient underwent an unspecified procedure utilizing the vascade mvp for hemostasis with one new short sheath. There were no device defects or patient complication reported during the initial procedure. Two to three weeks postoperatively, the patient presented to the outpatient clinic with complaints of discomfort at the access site. On examination, the patient was diagnosed with an infection, treated with antibiotics, and placed under observation. The patient's condition has reportedly improved.